Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that while the subcutaneous implantable cardioverter defibrillator was being replaced due to premature battery depletion, this implantable electrode showed high shock impedance out-of-range measurements. X-rays were performed and it was noticed this product had slightly dislocated from its original placing. Subsequently, this implantable electrode was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noticed melting marks on the shocking coil, which is likely electro-cautery damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that while the subcutaneous implantable cardioverter defibrillator was being replaced due to premature battery depletion, this implantable electrode showed high shock impedance out-of-range measurements. X-rays were performed and it was noticed this product had slightly dislocated from its original placing. Subsequently, this implantable electrode was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.